Event description:
The following has been reported by customer: "performed pm inspection, during calibration, the air detector failed to calibrate so a new sensor was installed. Also replaced internal lithium battery and pump membrane. Updated software and completed calibration and tests. Unit returned to service." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. The air sensor was found to be defective and was sent back to brézins for further investigation. Once in brezins, a visual control was performed, nothing was noticed during external visual check. Following visual inspection, cross tests were performed and the reported event was confirmed. This complaint is considered as valid and the root cause is likely due to a defective air sensor. Please be informed that an internal CAPA was opened for defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.